Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulties occurred. The procedure treated the 90% stenosed target lesion located in the severely tortuous right coronary artery. There was no calcification in the target vessel. A 4.0x32mm liberte stent was implanted in the lesion. Then the physician post dilated the stent with the stent delivery balloon at 16 atm's and there were no issues noted with the inflation. However, the physician was unable to deflate the balloon. The physician removed the balloon in an inflated state. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon deflation difficulties occurred. The procedure treated the 90% stenosed target lesion located in the severely tortuous right coronary artery. There was no calcification in the target vessel. A 4.0x32mm liberte stent was implanted in the lesion. Then the physician post dilated the stent with the stent delivery balloon at 16 atm's and there were no issues noted with the inflation. However, the physician was unable to deflate the balloon. The physician removed the balloon in an inflated state. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified that the hypotube was kinked at 37.5cm distal to the strain relief. An examination of the balloon found that the balloon was partially inflated with liquid. An examination of the proximal weld region identified that the extrusion was bunched/accordioned from the proximal edge of the balloon sleeve to approximately 5mm proximal to the proximal edge of the balloon sleeve. This type of damage to the weld site is consistent with excessive tensile force having been applied to the shaft. It was not possible to inflate/deflate the balloon due to the damage at the proximal weld site. No other damage was noted with this device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).